Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received motor error alarms and a no delivery alarms during bolus on two occasions. Insulin pump had to be tricked into rewinding with a pen. During troubleshooting for no delivery alarm, it was reported that issue may have been due to occlusion. Infusion set and reservoir would be replaced.